Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was intermittently powering down. The cause for the failure was isolated to contamination in the j1 battery connector. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor will not power on.